Event description:
It was reported that the ventilator failed the internal leakage and pressure transducer tests during pre-use checks. There was no patient involvement. (B)(6).

Manufacturer narrative:
The reported pre-use checks failures were reproduced during the on-site troubleshooting. According to the received information, this was corrected by replacing a pressure transducer printed circuit board (pcb). The replaced part has not been returned for investigation, and no logs were available for our evaluation. As a result of the lack of information produced, the root cause for the reported problem cannot be determined.

Manufacturer narrative:
Further information has been sought. A supplemental medwatch report will be sent when the investigation is completed.